Manufacturer narrative:
The device was sent to bench for further evaluation. The bench technician stated that the device does not link to the pic station. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the customer requested a bench repair for a speaker malfunction issue. The customer stated and confirmed that the device was not producing sound at time of event. The device was not in clinical use at time of event, no patient involvement.

Manufacturer narrative:
Diagnostic and functional testing was performed at the philips authorize repair facility. Result of the functional testing indicate that the speaker produced sound. The device was operation under normal specification. Based on the information available and testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. Although the speaker was confirmed to be functioning per specification during testing, out of precaution, the speaker has been replaced per current process. The device was operational after repairs were completed and returned to the customer.